Manufacturer narrative:
Received 1pc 450095/19j03u for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer sample to our supplier for their investigation and comments. A check of production records of the reported material/batch shows no documentation indicating a deviation. Retain samples and customer sample were visually inspected; no abnormalities in the connection between the tubing and luer connector (such as incomplete connection, damaged tubing and luer connector) could be found in any of the checked samples. Pull force testing was conducted at the connection between tubing and luer connector; all results were within specification. The complaint could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). No date of event could be obtained from the customer. Samples of the affected device were forwarded to the manufacturer for evaluation. Once the investigation is completed a supplemental report will be filed.

Event description:
Customer states tubing came off the luer connection. This occurred while a phlebotomist was drawing a blood culture. There was no patient or employee harm but the blood was still flowing and spilled, which could have been a potential hazard.